Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found both sensors with the cannula split from the tubing. The bicarbonate buffer test was also performed per (B)(4) and 1 of 2 sensors failed per specification with low readings while the 2nd sensor passed with accurate readings.

Event description:
The customer reported via phone call that her sensor kept receiving calibration errors. Her blood glucose at the time of incident fluctuated between 90 mg/dl and 200 mg/dl. When she removed the sensor and transmitter they were both undamaged. The sensor was returned for analysis and a replacement sensor was shipped to the customer.